Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event ¿the adhesive around the objective and light guide lens showed wear¿ was caused by a component failure. However, for the reportable event ¿server plug-in (z-block) had foreign objects,¿ a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope server plug-in (z-block) had foreign objects, the adhesive around the objective and light guide lens showed wear. There was no patient involvement.